Event description:
Report received of an over-delivery of magnesium. It was reported that a pt was supposed to receive 25ml of magnesium sulfate and the pump delivered 100ml instead. There was no indication from the customer of any adverse pt event. There was no tracking information (nurse, patient, location) available. Though requested, there was no further information available.